Event description:
The lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2012. The lead was explanted due to the impedance out of range and high threshold. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).